Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that recharging was taking a long time and it was going dead every 24 hours. This issue has occurred since implant. The patient is meeting with a rep on (B)(6) 2018. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that patient had been on high density settings and that after switching them to low density settings the issue resolved. The ins was no longer depleting within 24 hours. It was noted that the patient liked the stimulation sensation that low density settings produced. The patient was re-educated on the importance of achieving excellent recharge quality and this resulted in shorter recharging times. No patient complications were reported.